Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Four companion samples from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The wife of a peritoneal dialysis (pd) patient reported the patient experienced a fluid leak during pd treatment. The patient's wife stated she canceled the treatment and dried up the fluid inside the cassette. She set up with new supplies and completed treatment successfully without any further issues. Upon follow up with the patient's pd nurse, it was determined the nurse was notified about the incident and the patient did not experienced any adverse events. The cycler was replaced and the patient has been using the new cycler without any further issues.